Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having developed a leg length discrepancy following spine surgery. The surgeon exchanged a -3.5mm head for a +7 delta option head and sleeve.